Event description:
The customer ran a blood glucose test on the contour and stated the reading was not stored in the meter memory. No adverse event alleged. The advocate was asked to return the meter for investigation. A replacement meter was sent to her.